Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint is confirmed. The a.k.1979-201907 pm-tmj & model (part# tmjpm-2725, lot# 951230a) was not returned for investigation; therefore, no functional testing or inspections could be conducted. It was reported that the very scarred soft tissue could not be adequately resected so the fossa could not be ideally positioned. Post-operative scans were received and sent to the design vendor for investigation. The design vendor confirmed the 2-piece right fossa components were implanted correctly and mirror the planned design; however, the positioning was not ideal due to the inability to adequately resect the soft tissue. The DHR of this product was reviewed. A nonconformance was opened to address a label error on the cut guides and model where the description read 1979-20907 instead of 1979-201907; however, the implants were labeled correctly and it was determined the products were acceptable to use as is. The vendor also reviewed the device history record and found no issues. There are no indications of manufacturing defects. This is a custom device with no similar devices and the lot quantity is one. Therefore, there are no similar complaints and the risks associated with this device are unique to this device. There were no additional complaints for item# tmjpm-2725, lot# 951230a. The most likely underlying cause is the inability to adequately resect the soft tissue for proper positioning. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products: unknown screws, part# unk, lot# unk. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the fit of the temporomandibular prosthesis was too large and the screws provided with the device were not the correct length. The scarred soft tissue could not be adequately resected so the fossa component could not be ideally positioned. Longer screws were used with the fossa component than those provided with the device. There was a surgical delay of sixty minutes. No additional patient consequences were reported.